Event description:
Consumer contacted via e-mail and stated that within the first week of using a new toothbrush head, it fell apart in his mouth; head, bits of plastic, and 2 very small metal pins. No injury was reported.

Manufacturer narrative:
30-nov-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that within the first week of using a new toothbrush head, it fell apart in his mouth; head, bits of plastic, and 2 very small metal pins. No injury was reported.